Event description:
The suture was applied during an unspecified gynecological procedure. Reportedly, the pt was closed without complications. The pt required four units of blood in recovery. The pt was monitored and it was determined the bleeding had stopped. The surgeon has associated this complication to the subject suture as he has experienced knots untying.